Event description:
Patient was discharged to home via ambulance. Prior to leaving, patient was placed on his home vent, a philips trilogy 100 ventilator. The nurse who discharged the patient received a call from his wife stating that the patient's spo2 was in the 40s for approximately 45 minutes after arriving home. The wife was instructed to call 911 by nursing staff and patient was transported to a regional hospital for further evaluation. Wife identified problem with use of the ventilator; the circuit was connected backwards between the patient and the ventilator equipment. Adaptors were used to hook the circuit to the ventilator and patient; although consumables are manufactured to not allow reverse hookups the adaptors bypassed this safety measure.